Event description:
During a review of info related to the trial, we discovered that the patient experienced cardiac tamponade which required pericardiocentesis. No further info provided.

Manufacturer narrative:
Investigation is currently being conducted, a follow-up report will be submitted upon completion. Related to MDR: 2953184-2008-00057.